Event description:
On (B)(6) 2012, it was reported that cardiohelp (serial number (B)(4)) calibration of the touch display drifted about 1 cm to the left. (B)(4).

Manufacturer narrative:
(B)(4). On 04/05/2013, service order (B)(4) was generated for this event by the maquet (B)(4) service department. According to the associated service protocol for service order (B)(4), no safety or function defects were detected. (B)(4).